Event description:
On (B)(6) 2014, the distributer contacted animas stating the pump was self rebooting. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: a review of the black box history revealed a power on reset (por) event on 02/04/2014. No damage was found to the battery compartment or battery cap. The battery cap tightly secured to the pump; the contact measurements were found to be within specification. No power interruptions occurred during investigation and no intermittent conditions were found to the power circuit. The reported complaint was not duplicated during pump evaluation.